Event description:
It was reported that during a total laparoscopic hysterectomy procedure ¿open and closing the instrument (jaw) only with problems¿. Blade was getting caught and hooked. No further information is available. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that the retention pins that hold the jaws in position were bent. In addition the upper jaw was damaged at the retention pin interphase. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the proper functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.